Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that nearly 5 months after the dental implant was placed in ada site 9 in the mouth, the implant had not achieved osseointegration in type IV bone. Primary stability was achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 5 months after the dental implant was placed in ada site 9 in the mouth, the implant had not achieved osseointegration in type IV bone. Primary stability was achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that nearly 5 months after the dental implant was placed in (B)(6) site 9 in the mouth, the implant had not achieved osseointegration in type IV bone. Primary stability was achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).